Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4) .

Event description:
Report received from the USA stating that the device ran hot, rough, and that the burs were difficult to attach. The device was being used during surgery and no injury or medical intervention occurred. The date of event is unk. No additional info provided.